Event description:
It was reported that the surgeon was inserting a three piece silicone lens model aq2010v and the lens tore half way out of the cartridge. No sutures were necessary. No patient injury reported. Further information has been requested but none forth-coming. If more information is received, a supplemental manufacturers report will be sent.